Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that within two weeks of implant of the implantable cardioverter defibrillator (ICD) there was oversensing/artifact on the ventricular channel with a new pace/sense right ventricular (rv) lead. The decision was made to cap off the new pace/sense lead, reuse the pace/sense portion of the high voltage lead, and replace the ICD. No patient complications have been reported as a result of this event.